Event description:
Patient's pump was reported to have been refilled with morphine (concentration unknown) on 10/15/1998. (From pump print interrogation it appears that marcaine was also being used in the pump.) Later in day daughter notified physician that patient was paralyzed from the waist down. At hospital, patient was observed to have "clear anaesthetic from t1 and distal", pump was accessed, approximately 3 cc of drug aspirated from the reservoir, telemetry stated that 17.9 cc should b remaining in the pump. The pump was shut off and patient monitored in ICU - received morphine during the night for pain. Pump replaced on 10/18/1998. Patient recovered to pre event status and was discharged with new device.